Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a skin irritation, got a large boil on the infusion site (abdomen). The patient had the flu about a month ago and has a low immune system. Patient¿s blood glucose (bg) levels reached mid 400 mg/dl while wearing the pod for longer than 48 hours. The patient called the doctor and received and antibiotic to take for two (2) weeks. Patient discarded the pod so device is not available for return.